Event description:
Allegations of chronic fatigue, photosensitivity, nausea, joint pain, nasal ulcers, raynaud's syndrome, memory loss, bladder, kidney problems, spastic/irritable colon, telangiectasias, ovarian cystitis, migraine headaches, acne rosacea, joint stiffness, carpal tunnel surgery, hypertrophic scarring, fibromyalgia syndrome, positive stool hemocult.